Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received.

Event description:
The event involved a tego¿ connector where it was reported that during dialysis, the generator can not start the treatment because the venous pressure was at 500. There is not fold on the blood lines. The nurse did a rinsing on the venous line, without resolving the problem. She unscrewed the valve and connected the line on the catheter directly, which allowed the dialysis treatment during 4 hours (with normal arterial pressure at 180). This valve was installed 6 days earlier. The nurses primed both branches of the catheter (venous and arterial) to remove the taurolock lock, perform a positive pressure rinsing, then connect the lines. No consequence for the medical staff. A ptm alarm was observed when the blood leak occurred. Volume of liquid used for priming: 300 ml. Anticoagulant used: fraxiparine 3800uiaxa/0.4ml. The patient was not impacted by this event.

Manufacturer narrative:
Received one used. List #d1000, tego¿ connector, appx 0.05 ml; lot #13894352 for complaint investigation. No physical damage or other anomalies observed. Seal looks to be operational, no damage. Tego was accessed with a luer lock syringe to activate the devices and see if occlusions could be observed. No occlusion or other obstruction observed. Could not confirm customer complaint of 'cannot start the treatment because the venous pressure was at 500.' The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.